Event description:
Caller reported a malfunction on the pump, with a malfunction code of malf 12 displaying and fault ID 0x2071 being available. The issue caused their blood glucose level to exceed 500 mg/dl, showing only as "high." To address this, the customer took corrective action by administering a correction bolus via the pump, without requiring third-party assistance. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Customer received instructions to continue using the pump and to call back if the malfunction recurs, which they acknowledged and understood.